Event description:
The customer contact reported, the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "error." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Event description:
Caller reported the compact plus system gave a blood glucose result of 103 mg/dl at a time when the customer was symptomatic of hypoglycemia, requiring treatment by layperson; customer was given a candy bar by wife. Retest result on the same system within 10 minutes was 189 mg/dl. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.